Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported low impedance was confirmed. Analysis found insulation abrasion at 22 cm from the connector pin, exposing the rv cable. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
It was reported that the lead was explanted due to low impedance.